Event description:
It was reported that during engineering evaluation, it was observed that the motor device had sound levels that exceeded the manufacture's specifications. This event was not related to surgery. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the sound levels exceeded manufacturer specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.